Event description:
It was reported to philips that rotor control panel failure caused no exposure on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the rotor control panel and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).